Event description:
Caller indicated the relion prime meter was giving variable readings. Caller says meter is not reading correctly because last night she got reading of 23 and she had no symptoms of low sugar. She took another test immediately on different finger, new lancet and got 148. She then took another test within 10 min and got 144, but she had eaten something. Advised her that the low reading may be because the strip didn't get enough blood sucked into it. She said she knew how to test and she had plenty of blood. She also gave numbers from another day of 125 - 117 - 104, which are only a 16% variance. She did back to back tests with inktel rep and got 106 - 109. I said the readings seemed fairly consistent. She was interrupting through the whole call, she was a caregiver and knew how to test and insisted meter not reading correctly. Does finger testing only, keeps strips in original container, and keeps meter and strips on living room table. (B)(6) 2015 contacted customer and verified she changes lancets every time. Washes hands with soap and water and allows to dry thoroughly. No oxygen therapy. She is unsure of what her normal glucose readings are. Stores supplies in her living room, seals bottle cap tightly and immediately after removing a strip. She has no trouble getting a sample of blood. No symptoms or treatment and did not contact the paramedics. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.